Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he went swimming then put the device on his wet swimsuit. Blood glucose level at the time of the incident was not provided. The customer was advised that the device would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and received with no button keypad response due to moisture damage keypad trace. No moisture damage to the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.